Event description:
The customer reported after a restart, the intellivue multi measurement server x2 leds light up, but the image remains dark and there is no sound. It is unknown if the device was in clinical use and there was no adverse event reported.

Manufacturer narrative:
After further investigation this complaint was deemed not a reportable event at philips.

Event description:
The customer reported after a restart, the intellivue multi measurement server x2 leds light up, but the image remains dark and there is no sound. It is unknown if the device was in clinical use and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported after a restart, the intellivue multi measurement server x2 leds light up, but the image remains dark and there is no sound. It is unknown if the device was not in clinical use. There was no adverse event reported.